Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No blank display noted. Unit passed the sleep current measurement, active current measurement and self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. The adapt tool reveals that no alarms were found to confirm complain codes. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Unit functioning properly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. No physical damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However moisture damage was noted on electronic assembly. Unit was also received with scratched case. In conclusion, customer concerns were not confirmed. Unit powered on successfully and all buttons functioning properly during testing. During visual inspection, evidence of moisture damage on electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that pump was exposed to moisture but there is novisible fluid in pump. Pump did not pass self-test. Customer reported akeypad anomaly and/or stuck button alarm. Buttons remained unresponsiveafter troubleshooting. Customer reported a blank display. Displayreturned after being blank for less than 30 seconds. Battery capcontacts were not damaged or corroded.